Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On friday, (B)(6) 2020 at (B)(6) hospital, while implanting a corail collarless standard 12 femoral implant into a left hip, dr. Remarked that he thought the tip of the stem inserter was ¿buggered¿. Upon successful implanting of the femoral component, dr. Tried to remove the femoral stem inserter but it stuck in the femoral component and he had to use a mallet to hit it out. It delayed the surgery for 5 seconds and dr. Remarked that the instrument was broken and should be replaced. There was no complication or consequence to the patient and the case was completed as normal.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.